Manufacturer narrative:
A supplemental report will be submitted upon completion of the manufacturing plant investigation.

Event description:
This clinic reported that during treatment a low (positive) trans membrane pressure (tmp) alarm sounded. The facility was able to continue and complete hemodialysis treatment. A blood loss of approximately 175cc was reported. There were no reported adverse events to the patient.